Event description:
Customer's mother reported via phone call that customer was hospitalized on (B)(6) 2015 with blood glucose of 249 mg/dl. Customer was hospitalized due to high blood glucose and gastro paresis. Customer was nauseous and vomiting. Customer was treated with manual injection in the hospital, but blood glucose continued to be high and customer was placed in intensive care unit. Customer was wearing insulin pump at the time of hospitalization.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.